Event description:
Caller states that thei spouse received a freestyle reading of 274 mg/dl. Customer took 4 units of humalog based on this reading. Caller reported waking up in the middle of the night to find their spouse unconscious. Paramedics were called and customer was transported to the hosp. Paramedics administered an i.v. To the customer.